Event description:
The customer stated that the insulin pump gave an alarm during the rewind. Troubleshooting revealed that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose/protruded drive support disk. Visual inspection revealed a missing end cap sticker and scratched lcd window.